Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 09apr2018 which was deemed to be operating as expected. The event log review showed no errors during processing. (B)(4).

Event description:
On 06apr2018, an immucor employee reported, on behalf of a customer site, an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.